Event description:
The device was returned due to a company advisory, and subsequently tested out of specification consistent with that advisory. No patient complications have been reported as a result of this event.